Manufacturer narrative:
Additional information have been requested. A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. The risk management files were reviewed and no new risks were identified.

Event description:
M6-c removed and the level was fused due to posterior neck pain. The device was explanted. The device was intact at the time of removal.